Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Visual inspection of the returned product found the lens torn, and one haptic was bent. The lens was returned in liquid. (B)(4).

Event description:
The cq2015a collamer three piece lens +27.5 diopter was returned to the manufacturer damaged. The reporter stated the lens was not used and there was no patient contact. The back up lens was used. No more information was provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).